Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the guidewire failed to advance through left ventricular (lv) lead. The lv lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of failure to advance guidewire was not confirmed. As received, a complete lead was returned in one piece. S-curve was measured to be within specification. Visual, x-ray and electrical and guidewire insertion / withdrawal examination did not find any anomalies.